Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b3 (for information inadvertently left off of initial medwatch) and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a b30 error occurred due to a communication failure caused by a cable failure. It is likely that the cause of the cable failure was that the cable stress boot was overloaded and detached, causing the interior to flood and deteriorate. The event can be detected/prevented by following the instructions for use which state: ·do not coil the camera cable with a diameter of less than 20 cm. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. ·never use a clamp or forceps to attach the camera cable to another object. Olympus will continue to monitor field performance for this device.

Event description:
The unknown procedure was completed using a similar device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. Both the b30 scope communication failure and the poor water tightness that was found was caused by a cable unit. It was also noted that poor tightness was found due to the cable unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is becomes available.

Event description:
It was reported to olympus, that the hd autoclavable camera head had no image with a b30 scope communication error during a preparation for use for an unknown procedure. There were no reports of patient harm associated with the event.